Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device passed all incoming functional tests. Analysis found the upper case, lower case, side bail covers, ring cover and battery drawer are broken. Battery flex, battery release and lead flex cover are contaminated. One side bail and ring are missing. The keyboard is scratched.

Event description:
It was reported the device was given to the biomed with a description as "broken." The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.